Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . On (B)(6) 2024 , it was reported that on the day of the event, the patient's cgm was reading between low and 3.8 mmol/l. No treatment was reported for this time, but when the patient started to feel sick, a fingerstick was taken and the blood glucose meter was unable to provide a reading as it was too high (higher than 30 mmol/l). The patient then called an ambulance. While waiting for the paramedics, the patient changed their sensor, and once the warmup phase was completed, the cgm was reading high. The patient was hospitalized and treated with intravenous insulin and fluids. After spending 2 nights at the hospital, the patient was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.